Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported patient is "looking to change out ruptured old implant". Device remains implanted. Record is for left side.

Event description:
Physician later reported for left side, "the patient in question does not have a rupture but grade iii and IV" capsular contracture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4 b5 d4 h4 h6. Clarification to h6: disregard codes a050401 and e2107 in light of new info.